Event description:
Customer stated that a pt with history of cervical fracture had entriflex 8 french inserted. Radiology study demonstrated tube was positioned in the left mainstem bronchus. A new finding of pneumothorax was seen on left side. No sample is available and no lot number was provided.